Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: DHR not applicable as the device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; clear/milky hue. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Rpt 012574 rev. 1.0 (clearsplint biocompatibility report) was conducted to report the results of biocompatibility testing clearsplint® nightguard materials complete with all dyes and metals used for construction of the device. Samples of clearsplint material were created meeting required surface areas and simulating the final device for biocompatibility testing.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Weight: the patients weight is not provided as it is not taken at the time of the appointment. Race: this information was not provided when asked. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# are not applicable with the exception of lot number as the device is manufactured by prescription implant date-explant date. Are not applicable as the device is manufactured by prescription and is not implantable

Event description:
It was reported that the patient had a reaction to the astron clear splint. The patient has no medical or dental history. However, the patient has an allergy to penicillin. The patient used the device on (B)(6) 2021 and observed that the "lips & tongue burned," but the intraoral cheeks were not affected. The patient attempted to use the device for 5 nights. The patient discontinued using the device 10 days after its first use ((B)(6) 2021). The symptoms lasted until the next morning ((B)(6) 2021). The provider "suggest stop using the device and take an allergy test with medical provider". The patient current status is listed as "healthy." With regards to the device: the device was rinsed with water prior to delivery. The patient was instructed to clean the device with water and hand soap.